Event description:
Nurse (ivt) inserting PICC line (guide wire) left ac vein, met resistance upon insertion and unable to withdraw guide wire. Wire was secured, resident assessed, vascular surgeon called. Surgical intervention required to remove guidewire. Wire looked discolored/shiny compared to the other wires. About 1.5" portion. Wire "perfred" the vessel but did not dislodge.